Event description:
The pump was infusing blood pressure medication and went into keep vein open. The nurse tried to stop the pump to reprogram the volume to be infused but the pump would not stop. Because the pump would not stop it could not be reprogrammed for additional volume to be infused. The nurse turned the pump off and got a replacement pump, and in the time it took to restart the delivery, the patient's blood pressure reportedly dropped into the 40's. No additional patient details are available at this time. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.